Event description:
Facility paramedics arrived on scene of a witnessed cardiac arrest. Reportedly, when an attempt was made to utilize device defibrillator therapy, a therapy leads off prompt was observed. A lifepak 10 defibrillator was connected to the pt and was used. The pt was not resuscitated, but the reporter stated pt outcome was not effected by the device, due to use of the backup.